Event description:
It was reported via repair work order that the fowler was stuck raised due to a damaged fowler cylinder, the side rail could lower unassisted when unlatched due to a damaged assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.